Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. Open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # u5ek47. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was received: 1. Where within the gap setting scale was the orange indicator prior to firing? Within the firing range. What confirmation was received that the device was fully fired? Removed safety and squeezed handle fully closed but no washer broke through. Did the device staple? They did not seem to think that any staples deployed. Was the staple line complete? They did not seem to think that any staples deployed. Were there any staples missing from the staple line? Yes. They did not seem to think that any staples deployed. What was the shape of the staples (b-formation, irregular, legs straight)? They did not seem to think that any staples deployed. Were the staples deployed into the tissue? They did not seem to think that any staples deployed. Were the staples seen in the surgical field? No. They did not seem to think that any staples deployed. Did the device cut? Unknown. Was the cut line fully circumferential around the target tissue? Unknown. If the device fully cut, were both tissue donuts present? No. If the device fully cut, were both donuts complete? No. How many counter-clockwise revolutions were used to open the device? After attempting to fire and unsuccessful, the device would not come out of patient. Had to struggle to remove by first detaching anvil. How was it confirmed that the anvil was free from the tissue prior to removing? Had to detach anvil in order to get device out of patient. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Would not come out. Who fired the device? Romeo. Who removed the device? Romeo. Was the safety reset prior to removal? Yes. What was the users experience with the device? Given the events described above, not great. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colorectal procedure when fired no washer broke through and in order to remove the device from the patient the anvil had to be detached. A new device was used to complete the case with no patient consequences.